Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. The buttons were getting hard to press and sometimes were unresponsive. The insulin pump sometimes powered off for no reason. She needed to replace the battery for it to turn back on. Customer's blood glucose level was 176 mg/dl. The insulin pump also alarmed battery out limit and lost sensor. The insulin pump alarmed failed battery test and battery out limit after troubleshooting. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify failed battery test alert, battery out limit alarm and sensor error alarm due to buttons not responding. No blank display anomaly noted. The insulin pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window and cracked battery tube threads.